Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
New information received on 09/12/2018 indicating that the right atrial lead also exhibited fracture.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular lead exhibited loss of capture. It was believed that the lead had dislodged. The implantable cardioverter defibrillator had also migrated inferiorly. Cardiac resynchronization pacing therapy was disabled. The patient was brought in for lead revision procedure on (B)(6) 2018. The right ventricular lead was repositioned successfully. During the procedure, the right atrial lead exhibited a bent. A stylet was placed down the lead and had exited the lead at the bend. The lead was explanted and replaced successfully. The right ventricular lead was reconnected to the device and was sutured down to prevent further migration. Defibrillation thresholds were tested and found appropriate and cardiac resynchronization pacing therapy was enabled. The patient was stable post procedure and was discharged.